Event description:
It was reported that the cement had hardened quickly. The surgeon noticed that it was hard to insert the cement with the gun three minutes - three minutes and half from starting to mix the cement. The cement had hardened completely in only four minutes so the stem could not be inserted completely in the canal. The femoral fracture occurred when remained stem and hardened cement in the canal was removed. The surgeon mixed the cement again and inserted another stem and the procedure was completed with three hours delay and fracture. The temp of the op room was 23c. The cement was stored in the refrigerator for one hour. It was taken out of the refrigerator five minutes before mixing. The cement....

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.